Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was having high flows and high pulsatility index. The site was holding plavix for procedure the next day and inr remained therapeutic lactate dehydrogenase (ldh) was stable. Lab works were done. Trending ldh, plasma free and hepatoglobin. Patient was hospitalized for a pacemaker generator change and elevated white blood cells (wbc). Power and flow elevation were due to fluid overload. Patient expired due to complication with pulmonary artery catheter placement.

Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a slight increase in power and estimated flow over the duration of the file. According to the center, the elevated power and estimated flow were due to fluid overload. A direct correlation between the reported events (fluid overload, elevated white blood cells, and patient outcome) and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 08:32pm through (B)(6) 2020 at 02:26pm. A slight increase in power and estimated flow was observed over the duration of the file. From the beginning of the file through (B)(6) 2020, the average power was approximately 6.5 w and the average estimated flow was approximately 7.0 lpm. From (B)(6) 2020 through the end of the file, the average power was approximately 7.0 w and the average estimated flow was approximately 7.7 lpm. It should be noted that the fixed speed was increased from 9200 rpm to 9400 rpm on (B)(6) 2020; however, it was decreased back to 9200 rpm on (B)(6) 2020. Additionally, multiple events were captured on (B)(6) 2020 that appeared to be associated with a loss of external power to the mpu (investigated under (B)(4). No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file, including the no external power events. The pump appeared to operate as intended. The center reported that plavix was being held. Inr remained therapeutic and ldh was stable. It was later reported that the cause of the power and flow elevations was fluid overload. The patient underwent lab work ¿ ldh, plasma free hemoglobin, and haptoglobin were trended. The patient also experienced elevated white blood cells. On (B)(6) 2020 it was reported that the patient expired due to complications with a pulmonary artery catheter placement. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. The IFU outlines the recommended anticoagulation therapy and inr range. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.